Event description:
Litigation papers allege, the patient at risk to have high levels of chromium and/or cobalt in her blood from the metal debris that has emanated and/or will emanate from the products that were inserted during her hip replacement surgery and to have severe pain, swelling, inflammation, and damage to the bones and tissues surrounding the products. It is further alleged that the patient will likely require revision surgery. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to elevated metal ion levels and pseudotumor.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.